Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor issues such as bent cannulas. The customer also reported of having low blood glucose of 30 mg/dl. Troubleshooting for low blood glucose was declined. The insulin pump will not be returned for analysis.